Event description:
A variance was reported between the actual and expected volumes. Amounts were not reported. A pump explant and replacement were done. The pt recovered without sequela. The medication being delivered via the device was octreotide. The pt recovered without sequela.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow- up report will be sent when the analysis is complete.